Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device does not work at all. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was sticky and rusty. The motor was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn, which would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown procedure, it was observed that the handpiece device did not work. During in-house engineering evaluation, it was determined that the motor was sticky and rusty. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.